Event description:
A us distributor reported that a monitor's lcd screen was displaying random characters.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (random characters on display) has been confirmed. As received, the monitor was stuck on a splash screen. Upon evaluation, the monitor exhibited a flash memory failure at the bga components on the c/a board. The root cause for the flash memory failure could not be positively identified. There was no adverse event that resulted from the damaged monitor.